Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(6), alleging apply sample. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (10/02/2014) device evaluation:the meter passed all testing with no faults found. The reported issue could not be confirmed.the meter was able to take control solution tests and obtain readings.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.